Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(4). Device evaluated by MFR: a device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that pen ii omnitrope pen 10 was not working and was unable to deliver medication. The following information was provided by the initial reporter: mother called in and states that her sons pen device is not working, they had it for a long time and mother states that she doesn't think her son is obtaining the correct amount of medication. Mother confirmed address and pen device size as a pen 10.

Manufacturer narrative:
H.6. Investigation: one (1) sample was provided to bd medical ¿ pharmaceutical system (bdm-ps) for analysis. Bdm-ps performed a batch history record¿s review (bhr) including a review of all data collected during in process and quality inspections. The batch involved in this complaint meets all acceptable quality levels (aql¿s), was manufactured and released according to applicable procedures and specifications. Initial evaluation revealed no visible damage to the pen. The sample was tested for functionality through dose set knob (dsk) push force test (test instruction it1182) and by performing sample injections. The returned complaint pen met dsk push force test specification. The pen functioned as intended during the sample injections. Based on investigation conclusion, bdm-ps was not able to confirm the symptom perceived by customer or correlate this symptom with a potential cause linked to bd process. H3 other text : see h.10

Event description:
It was reported that pen ii omnitrope pen 10 was not working and was unable to deliver medication. The following information was provided by the initial reporter: mother called in and states that her sons pen device is not working, they had it for a long time and mother states that she doesn't think her son is obtaining the correct amount of medication. Mother confirmed address and pen device size as a pen 10.